Event description:
An out of specification (oos) result of 29 x its weight in water was obtained/result of 31 x its weight in water was obtained [no adverse event]. Case description: this is a spontaneous report from a contactable pfizer employee from the product quality group. An out of specification (oos) result of 29 x its weight in water was obtained for the water absorption testing on the 12 month stability interval of absorbable gelatin (gelfoam) compressed, size 100, lot j18378. The us registered specification is no less than 35 times its weight in water per the usp monograph. An investigation was opened and the oos result was confirmed by retest results of 40, 36, 34 (oos), 36 and 37 on (B)(6) 2015. Water absorption results for gelfoam compressed, size 100 typically trend lower than the non-compressed gelfoam size 100 product. Follow-up (31aug2015): additional information received from the product quality group includes: an out of specification (oos) result of 31 x its weight in water was obtained for the water absorption testing on the 24 month stability interval of gelfoam compressed, size 100, lot g70493. The us registered specification is no less than 35 times its weight in water per the usp monograph. An investigation was opened and the oos result was confirmed by retest results of 30 (oos), 38, 34 (oos), 35 and 39 on (B)(6) 2015. Water absorption results for gelfoam compressed, size 100 typically trend lower than the non-compressed gelfoam size 100 product. Case comment: this is a case of a confirmed malfunction for gelfoam compressed, size 100; a class iii medical device in the us, no patient exposure occurred and no adverse event was reported. There is a possibility that the reported potential decrease in absorption capacity of the device could affect the hemostatic property of the device. The determination was made that it is possible that the device could fail to perform its essential function as completely as is noted in the labeling of the device, and therefore compromise the device's therapeutic effectiveness and hence, could contribute to serious injury.

Event description:
An out of specification (oos) result of 29 x its weight in water was obtained (no adverse event). Case description: this is a spontaneous report from a contactable pfizer employee from the product quality group. An out of specification (oos) result of 29 x its weight in water was obtained for the water absorption testing on the 12 month stability interval of absorbable gelatin (gelfoam) compressed, size 100, lot j18378. The us registered specification is no less than 35 times its weight in water per the usp monograph. An investigation was opened and the oos result was confirmed by retest results of 40, 36, 34 (oos), 36 and 37 on 15-july-2015. Water absorption results for gelfoam compressed, size 100 typically trend lower than the non-compressed gelfoam size 100 product. In this case of a confirmed malfunction for gelfoam compressed, size 100; a class iii medical device in the us, no patient exposure occurred and no adverse event was reported. There is a possibility that the reported potential decrease in absorption capacity of the device could affect the hemostatic property of the device. The determination was made that it is possible that the device could fail to perform its essential function as completely as is noted in the labeling of the device, and therefore compromise the device&#62688;therapeutic effectiveness and hence, could contribute to serious injury. Case comment: in this case of a confirmed malfunction for gelfoam compressed. Size 100; a class iii medical device in the us, no patient exposure occurred and no adverse event was reported. There is a possibility that the reported potential decrease in absorption capacity of the device could affect the hemostatic property of the device. The determination was made that it is possible that the device could fail to perform its essential function as completely as is noted in the labeling of the device, and therefore compromise the device's therapeutic effectiveness and hence, could contribute to serious injury.

Event description:
Case description: this is a spontaneous report from a contactable pfizer employee from the product quality group. An out of specification (oos) result of 29 x its weight in water was obtained for the water absorption testing on the 12 month stability interval of absorbable gelatin (gelfoam) compressed, size 100, lot j18378. The us registered specification is no less than 35 times its weight in water per the usp monograph. An investigation was opened and the oos result was confirmed by retest results of 40, 36, 34 (oos), 36 and 37 on (B)(6) 2015. Water absorption results for gelfoam compressed, size 100 typically trend lower than the non-compressed gelfoam size 100 product. Follow-up (31aug2015): additional information received from the product quality group includes: an out of specification (oos) result of 31 x its weight in water was obtained for the water absorption testing on the 24 month stability interval of gelfoam compressed, size 100, lot g70493. The us registered specification is no less than 35 times its weight in water per the usp monograph. An investigation was opened and the oos result was confirmed by retest results of 30 (oos), 38, 34 (oos), 35 and 39 on (B)(6) 2015. Water absorption results for gelfoam compressed, size 100 typically trend lower than the non-compressed gelfoam size 100 product. Follow-up (23oct2015): follow-up attempts are completed. No further information is expected. Follow-up (15dec2015): additional information received from the product quality group includes: on (B)(6) 2015 an out of specification (oos) result of 29 x its weight in water was obtained for the water absorption testing on the 12 month interval of gelfoam lot j18378. The us registered specification is no less than 35 times its weight in water. The usp monograph test is as follows: cut a portion of about 10 mg from 1 absorbable gelatin sponge, weigh accurately, and place in a beaker of water. Knead gently between the fingers until thoroughly wet, and until all air has been removed, taking care not to break the tissue. Lift the portion of sponge from the water, and blot twice by pressing firmly between two pieces of absorbent paper. Drop the expressed sponge into a tared weighing bottle containing about 20 ml of water, and allow to stand for 2 minutes. Lift the sponge from the water with a suitable hooked instrument, allow to drain over the weighing bottle for 5 seconds, and discard the sponge. Again weigh the weighing bottle and water: the loss in weight represents the weight of water absorbed by the sponge. Absorbable gelatin sponge absorbs not less than 35 times its weight of water. On (B)(6) 2015, lot l94213 of gelfoam f035301000 received an ool result for average water absorption by ta9701. All individual replicates (5) report results above the = 35 limit for individuals. The average result of 37.88186845 is below the = 39 internal release limit, but above the = 35 specification. Finally, on (B)(6) 2015, an oos result of 31 times its weight in water was received for the stability sample from lot g70493 for the 24 month interval at controlled room temperature. Investigation details: water absorption results for gelfoam size 100 compressed typically trend lower than the non-compressed gelfoam size 100 product. It was noted that sterilization time has an impact on water absorption and digest test results. The current sterilization cycle for gelfoam size 100 compressed is 375 minutes. The registered cycle is 4 to 8 hours. It was noted that there is a lot of ambiguity in the test method for water absorption and the labs will investigate. Capability analysis of water absorption data on the uncompressed sponge demonstrates that the current process is not capable of meeting the specification of nlt 35, meaning that failures will occur. The data is normally distributed and results below 35 should be expected for the current process and not considered out of the ordinary despite the specification. To resolve this issue either the specification needs to be changed to meet the current process or the process needs to be changed to meet the specification. There is no specific 'dose' for gelfoam and, as such, usage is based on the individual situation. Based upon the information in a health hazard assessment used to evaluate the potential hazard arising from being out of specification because of decreased water absorption capacity, it is concluded that the use of the impacted product has a reasonable probability of being associated with limited adverse events, such as decreased hemostatic efficacy requiring an additional application of gelfoam. The potential risk to the patient arising from this issue is considered to be low. Scope / impact analysis: the scope is limited to lot j18378. Root cause analysis / identif.: the root cause for this incident is that the process is not capable of consistently producing compressed sponges that meet or exceed the specification of 35. Corrective actions: lab-evaluate variations in sample preparation, including: conduct additional kneading studies and investigate the usage of a more absorbent paper for blotting the sponge. Completed on (B)(6) 2015. No changes to the water absorption test method were identified that would impact test results. Operations - determine the effect of sterilization time on water absorption. Completed on (B)(6) 2015. Results indicate that variation of sterilization times do not impact water absorption results. Evaluate changing the specification to meet the capability of the current process and if that proves unfeasible then open a new child record to evaluate changing the process to meet the current specification. Preventive actions: no preventive actions have been identified. The third corrective action listed above is adequate to address the root cause. No follow-up attempts needed. No further information is expected. Case comment: this is a case of a confirmed malfunction for gelfoam compressed, size 100; a class iii medical device in the us, no patient exposure occurred and no adverse event was reported. There is a possibility that the reported potential decrease in absorption capacity of the device could affect the hemostatic property of the device. The determination was made that it is possible that the device could fail to perform its essential function as completely as is noted in the labeling of the device, and therefore compromise the device's therapeutic effectiveness and hence, could contribute to serious injury. Based upon the investigation findings and information in a health hazard assessment used to evaluate the potential hazard arising from being out of specification because of decreased water absorption capacity, it was concluded that the use of the impacted product has a reasonable probability of being associated with limited adverse events, such as decreased hemostatic efficacy requiring an additional application of gelfoam. The potential risk to the patient arising from this issue is considered to be low. Continued: evaluation summary investigation details: water absorption results for gelfoam size 100 compressed typically trend lower than the non-compressed gelfoam size 100 product. It was noted that sterilization time has an impact on water absorption and digest test results. The current sterilization cycle for gelfoam size 100 compressed is 375 minutes. The registered cycle is 4 to 8 hours. It was noted that there is a lot of ambiguity in the test method for water absorption and the labs will investigate. Capability analysis of water absorption data on the uncompressed sponge demonstrates that the current process is not capable of meeting the specification of nlt 35, meaning that failures will occur. The data is normally distributed and results below 35 should be expected for the current process and not considered out of the ordinary despite the specification. To resolve this issue either the specification needs to be changed to meet the current process or the process needs to be changed to meet the specification. There is no specific 'dose' for gelfoam and, as such, usage is based on the individual situation. Based upon the information in a health hazard assessment used to evaluate the potential hazard arising from being out of specification because of decreased water absorption capacity, it is concluded that the use of the impacted product has a reasonable probability of being associated with limited adverse events, such as decreased hemostatic efficacy requiring an additional application of gelfoam. The potential risk to the patient arising from this issue is considered to be low. Scope / impact analysis: the scope is limited to lot j18378.